Manufacturer narrative:
G3 awareness date was 2026-05-18. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device, 60-5274-132, laparoscopic electrode with eschar-resistant coating, was used in a laparoscopic hysterectomy procedure on (B)(6) 2026, and ¿product broke inside patient; no injury; product was removed¿. Further assessment found the l hook had detached. The procedure was completed with the use of an additional l hook device, and no delay. There was no of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.